Event description:
The customer reported that the console displayed a temp sensor error and power interruption on the display during use. There were no pt complications.

Manufacturer narrative:
(B)(4).